Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the customer was hospitalized due to hyperglycemia and hypoglycemia on (B)(6), 2019. The customer blood glucose level was 450 mg/dl at time of incident. Another blood glucose level was 28 mg/dl. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high and low blood glucose event. Insulin pump had damage retainer ring and reservoir was not lock in place. The insulin pump will not be returned for analysis